Event description:
It was reported that the polyaxial struts were assembled in a hexapod configuration. 1 of the 6 struts was compressed by 5mm without compressing any of the other struts. The black collet separated from the blue strut body when compressing. A 2nd strut was compressed by 5mm causing the body to separate from the collet again. Although the strut body separated from the collet on 2 of the 6 struts, the struts were still stable and were adequate to leave as part of the frame assembly. There was no impact to patient, and there were no concerns regarding construct stability.